Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough ns, sion; guide cath: mach1 fl4.0. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the non-tortuosity, non-calcified, 75% stenosed proximal left anterior descending artery. After successful deployment of the 3.0x38 mm xience xpedition stent at 10 atmospheres, 2 inflations for 30 seconds, the stent delivery system (sds) was retracted from the anatomy. The sds balloon was to be used for post-dilatation of the stent; however, when soaked outside the patient, a pinhole was observed in the balloon. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual and functional inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.